Event description:
Customer reported that the buttons on the insulin pump became unresponsive. She stated that she changed the battery and then received a button error alarm. She did not know the blood glucose reading. She stated that she was not sure if the insulin pump was exposed to moisture but that the screen looked foggy as if it were. Customer was unable to clear the alarm.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was received with cracked case at the display window corners and minor scratched lcd window.